Event description:
As reported by the user facility: customer complaint reported for unk failure. When infusion was started, rate changed on its own again. The customer did not use the drug library, which was verified by our tech support. The pump rate was set to over 277 ml/hr. After this incident, they used the pump on a different pt and it worked okay. Unk incident date. No pt injury.

Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting a single report on behalf of (B)(4). In a follow-up call to the facility, the reporter stated she was programming the pump at 60 ml/17 minutes. When she pressed "ok" the pump displayed a rate of 280 ml. She had spoken to bbraun technical support over the phone, and he indicated she might have accidentally selected "ok" for the pump to use the previous settings. She had indicated it was possible that she did, but was not sure. The date of the incident was approx (B)(6) 2012. She also confirmed there was no pt injury or involvement as the pump never started to infuse. She had stopped the programming when the pump displayed the incorrect infusion rate. The investigation on the device is ongoing at this time. A follow-up report will be provided after the inspection results are available.